Manufacturer narrative:
Investigation: one sample unit belonging to lot number 1810228 was received for evaluation by our quality engineer. Through visual inspection of the sample, damage was observed to the syringe barrel at the 30ml scale marking. The dented barrel resulted in stopper distortion as the stopper moved against the damaged point. The distorted stopper resulted in leakage. A device history record review was performed for the provided lot number and the review did not reveal any detected quality issues during the production process that could have contributed to this incident. It has been determined that the damaged barrel resulted from an undetected hit or damage within the manufacturing equipment or the transport process within the manufacturing area. Based on the preventive measures in place and the current inspection plan, we believe this was an isolated incident with an unlikely reoccurrence.

Event description:
It was reported that before use of the bd plastipak¿ syringe during preparation there was leakage past the stopper.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe during preparation there was leakage past the stopper.